Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer. Reportedly, the customer plugged the computer in to charge and the issue resolved. Additionally, a cartridge change error occurred. Troubleshooting was performed and multiple o-rings were found on the pneumatic tap. The o-rings were removed and the cartridge was loaded onto the pump, however, the cartridge change error recurred. Customer's blood glucose level ranged between 200-350mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged cartridge change error issue was verified in the pump logs, however, no failure was identified. Additionally the alleged cartridge damage issue could not be verified as the product was not returned.